Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with oversensing, and high and variable pacing impedances. A lead fracture is suspected. Reprogramming was completed. At a later date, a lead revision procedure was completed. The low voltage portion (pace/sense) of the right ventricular (rv) lead was capped and new low voltage (pace/sense) lead was implanted. No patient complications have been reported as a result of this event.